Event description:
The reporter stated that she had received the er1 message. She said that she did not have any control solution, and that she believes the meter is reading high. She said that she inserts the same test strip two or three times. She further reported that about a month ago her dr reduced her insulin and that the er1 and readings that she feels are inaccurate are a result of the reduction of insulin. She alleges no harm, and has not sought medical intervention.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8